Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at an unknown time, the patient alleged the issue first occurred. The patient reported she uses insulin pump therapy to manage her diabetes. The patient reported making no changes to her diet, activity level or medications on the day of the alleged issue. The patient reported "a couple of hours" after the alleged issue started; she felt "dry mouth, extreme hunger, urine, thirst, burning eyes and extreme fatigue." The patient reported self administering insulin (unknown type and dose) at an unknown time in response to the symptoms. At the time of troubleshooting, the cca documented that the patient was using the correct test strips and there was no misuse of the device. When the cca assisted the patient with a walk through retest with a new test strip, the meter does not turn on. The cca noted that the meter does power on when the power button is pressed. The cca confirmed this was not the first time the meter had been used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of hyperglycemia and required self treatment.